Event description:
Patient reported intermittent overdose and underdose symptoms beginning five months post implant; "withdrawal about 50 times". It was stated that the "it was a similar scenario to his current pump" (please refer to MFR 3004209178201107202 for issues with current pump). The drug delivered via the system was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).